Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a primary plumset, pe lined tubing, 107 inch where it was reported leakage on secure lock adapter during patient use. The set was replaced, and therapy resumed. There was patient involvement but no patient harm.